Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Information obtained that was inadvertently left off of the initial report identifies the procedure was diagnostic.

Event description:
The customer reported to olympus that during preparation for use, the visera elite video system center exhibited a power issue : an unknown restart error occurred repeatedly. The procedure was completed with the same device after a device restart. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
Initial reporter name and address: (B)(6) hospital. The device was returned to olympus for evaluation and customer allegation was not confirmed. During evaluation, continuous energization was performed, but restarting was not confirmed. Also, no error codes were displayed during testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.